Event description:
The customer reported touch screen issues; unable to change settings. The customer reported there was no patient involvement.

Manufacturer narrative:
Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: the ui touchscreen pass all test; no fault was found on this returned user interface (ui) assembly.